Event description:
A physician reported that during an intraocular lens (iol) implant procedure the surgeon noticed that the lens model on the outside of the box was not the same as the lens inside. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).